Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of around 20 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. The customer did not allege the pump over delivered insulin. The customer stated they had changed their settings to deliver less insulin for now. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided in section b5 harm code with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Harm code has been updated to show patient was fainted instead of loss of consciousness as per complaint notes.